Event description:
In 2008, the pt's father reported the pt has had elevated blood glucose readings "in the 500's" all day with her target reading being 120 mg/dl. He stated, the pt woke up with a blood glucose reading of 482 mg/dl and later readings were 508, 548, 475, and 450 mg/dl. Symptoms were not being able to eat and vomiting. He stated, the pt took two injections of insulin before the call and she took another injection during the call. The father stated the pt's insulin infusion device started giving miscellaneous errors "for no reason." He said the device displayed an a1 (low cartridge) followed by an e1 (cartridge empty) but the cartridge had 150 units of insulin remaining. The father removed the cartridge and tried to return the piston rod, but it continued to run and would not stop. The device then displayed an a2 (low battery), and he changed the battery and again tried to rewind the piston rod. The pt stated the device made an abnormal noise and the motor continued to turn even though the piston rod appeared to be fully rewound. The pt was advised to switch to her backup infusion device. On followup on three days later, the pt's mother stated the pt's blood glucose readings have returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.